Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed their pump supplies to resolve the occlusion alarm. The customer's blood glucose(bg) was in the 300's mg/dl and the customer was experiencing diabetic ketoacidosis symptoms including vomiting, the customer's bg level continued to increase to over 600mg/dl leading to the customer's hospitalization. While in the hospital, the customer was treated intravenously with insulin. The customer was released from the hospital three days later.